Event description:
Surgeon phaco wouldn't work after completing capsulorhexis. Surgery time was prolonged while transfer was made. Fell this could cause injury if it recurs. Prognosis reported as somewhat guarded. Some corneal edema.

Event description:
Rptr noted footswitch failed during surgery. Transferred pt to clinic to finish case.